Event description:
It was reported that unit failed in use. No reported injury.

Manufacturer narrative:
The affected device was examined onsite by dräger service and the service report as well as the log file were made available for further investigation at the manufacturer¿s site. Based on the log file analysis, it could be confirmed, that the device performed a warm start on the 23rd of january 2024 at 02:53 p.m.. During a warm start, the device reboots and resumes ventilation within about 5 seconds with the last settings. The warm start was caused by a sporadic failure (internal supply voltage vvent out of the valid range). However, finding a specific root cause for the reported event was not possible. The log file did not contain further warm starts. Neither the device examination onsite nor the log file analysis indicated a permanent device failure; device checks before and after the date of event were passed. During the device examination onsite, the failure could not be reproduced; there was no hardware failure found. The device was successfully tested according to the manufacturer¿s specification. In case of a technical problem the device alarms visually and acoustically. Potentially the ventilation may stop. In this case an alternative independent ventilation device has to be used instantly, as described in the IFU. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.